Manufacturer narrative:
(B)(4). Device evaluated by manufacturer-one therapy cool flex catheter was received for evaluation. Visual inspection revealed a kink 80cm from the catheter handle distal end, which damaged the catheter shaft, causing the spring body to be visible. There was not a kink noted 10 cm from the distal tip as reported. Functional testing of the device confirmed the catheter passed continuity, resistance and EKG testing. The catheter when deflected created a curve matching the required template. Steering force to create a curve was within specification. The catheter also successfully passed the flow rate and ablation simulation test. Temperature response of the catheter also met specification criteria. The kink that was noted at 80cm from the distal end of the catheter handle, did not affect the functionality of the device. Review of the device history record confirmed this device met manufacturing requirements prior to shipment.

Event description:
This event is reportable based on the investigation completed on (B)(6) 2011. It was reported during an ablation procedure, the shaft of the catheter was kinked 10cm from the distal tip. There were no consequences to the patient. The investigation found damage to the catheter shaft, causing the inner spring body to be visible.